Event description:
Caller states the patient tested 2.2 inr on the coaguchek s system and 1.7 inr on a comparison lab. No action taken on device result. Coumadin was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.